Event description:
It was reported that the patient was experiencing an itching sensation at the back. There was no visible redness, or any sort of irritation noted. It was also mentioned that the patient acknowledged experiencing itchiness or irritation after wearing different types of metal earrings. The patient was relieved by using benadryl spray.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from date the manufacturer became aware of the event.